Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "cubie not recognized in drawer" was confirmed by field service engineer and subsequently confirmed during dchu investigation process. According to work order (B)(4), the field service engineer (fse) reported that swapped cubie tray on row e reseated connections and checked voltage as well tested drawer in hardware test application (hta). Customer tested service is complete with no issues observed. During dchu visual inspection: pn 120547-01: the inspection revealed localized areas of exposed copper strands with slight discoloration, consistent with associated thermal damage. During dchu visual inspection: p/n 356451-01: it was determined that the row board showed signs of damage. Additionally, one of its connectors was found to be loose. During dchu testing: pn 120547-01: no testing was required due to evidence of localized areas of exposed copper strands with slight discoloration, consistent with possible thermal damage. During dchu testing: p/n 356451-01: functional testing was deemed unnecessary due to the confirmed presence of row board damage and loose connector. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue es - cubie not recognized in drawer was attributed to findings from a previous investigation (cir), which identified a damaged assy tray hh mini p/n 356451-01 that had been replaced during fse troubleshooting. The damaged tray condition can prevent proper cubie recognition additionally, the returned pyxibus part p/n 356451-01 which produces a short/miscommunication and exhibited thermal damage, which represents a secondary contributing factor that could also lead to cubie pocket recognition failures, consistent with the condition reported by the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie pocket was not recognized in drawer 4.1. As per part investigation, it was determined that there was damaged assy tray hh mini and observed thermal damage on pyxibus cable. There were no adverse events or injuries reported based on this event.